Manufacturer narrative:
Should additional information become available a supplemental record will be filed.  Prid (B)(4) created for malfunction, tighten the forks.

Event description:
Dealer states the seat upholstery sags.